Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker had previously undergone an atrioventricular (av) nodal ablation. The health care professional (hcp) questioned whether the device was demonstrating oversensing of ventricular pacing in the right atrial (ra) channel or if the recorded episodes represented supraventricular tachycardia (svt). In addition, a pacemaker mediated tachycardia (pmt) episode was recorded, which was driven by the pacemaker and successfully terminated by the device algorithm. Technical services (ts) indicated that the findings are most consistent with far field oversensing and advised that an in person device interrogation would be the best approach to confirm this. Programming optimization was also recommended. This pacemaker remains in service and no adverse patient effects were reported.